Manufacturer narrative:
The customer contacted the siemens customer care center to report that an operator of a dimension vista 500 instrument was exposed to potentially biohazardous waste while removing the waste b container. The operator was splashed in the area of her mouth by a blue liquid. It is reported that none of the liquid entered her mouth. The cause of the exposure to potentially biohazardous waste is human factor. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
An operator of a dimension vista 500 instrument was exposed to potentially biohazardous waste while removing the waste b container. The operator rinsed the affected area and did not seek treatment. There are no reports of patient intervention or adverse health consequences due to the potentially biohazardous waste exposure.